Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
The article "tricuspid leaflet laceration to facilitate evoque transcatheter tricuspid valve replacement in patient with tricuspid clips" was reviewed. The article presented a case study, to evaluate recurrent tr caused by tissue damage. Devices mentioned include triclip. The article concluded that transcatheter electrosurgical liberation of t-teer devices might be a viable technique in patients who require a ttvr for recurrent tricuspid regurgitation. [The primary author and corresponding author was pradeep yadav at piedmont heart institute institution with corresponding email pradeep.yadav@piedmont.org]. The date of the procedure was not procedure. A total of 1 patient was included in this case study, of which 1 received an abbott device. As this event is from a literature review, there is no relevant patient information (date of birth, age, gender, weight, and medical history) to report. (B)(6), unk triclip. Peri- and post-procedural complications included tissue damage, recurrent tr.

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review and complaint history review were not performed because this incident was based on an article review and no lot information was provided. Based on available information, the reported off-label use was associated with the use of a mitraclip device on the tricuspid valve. The reported tissue injury was due to procedural circumstances. The cause of the reported recurrent tr was unable to be determined. The reported patient effects of tissue injury and recurrent tr, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.